Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that she received an questionable result when testing with coaguchek xs meter serial number (B)(4). Six weeks prior to (B)(6) 2019, this patient had a result of > 8.0 inr. She held her warfarin medication for 3 days and re-tested. The re-test result was 1.3 inr. She then resumed her normal dose and has not changed it again prior to the event. On (B)(6) 2019, a sample from the patient was tested using the meter, resulting with a value of > 8.0 inr. Within 6 hours, the patient went to the emergency room for testing. At the emergency room, a sample from the patient was tested in the laboratory using stago neoplastin reagent on a stago evolution analyzer, resulting with a value of 5.0 inr. The laboratory value was believed to be accurate. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter result. The patient's warfarin medication was decreased based on the laboratory result. The patient is currently in stable condition. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is once per week. The patient had no symptoms of high inr. The patient takes an iron supplement, but does not know her hematocrit level. The patient's meter has not been cleaned. The heater plate appeared clean. Relevant retention test strips (lot 368871) were tested in comparison with the master lot coaguchek xs pt at roche mannheim. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The patient's meter and remaining test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 3.0 inr, qc 2: 3.0 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 0%. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.